Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test and compromised force sensor system alarm during the prime test at 4 lbs due to protruded and loose drive support disk. The motor was tested outside the device and passed motor test. The insulin pump was received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that they received a motor error alarm. The customer's blood glucose was 187 mg/dl at the time of incident. The customer's father stated that they were able to rewind the insulin pump. The customer's father was assisted in clearing the alarm. The customer's father stated that the insulin pump was not exposed to high magnetic fields. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.